Event description:
Nellcor puritan bennett received a report from a biomedical engineer that a n-395 had no audio tone or alarms. The engineer isolated the problem to the speaker and ordered a replacement speaker. The biomed identified that the speaker wires are broken. The problem was found by a nurse during setup. The unit was not on a patient.

Manufacturer narrative:
The customer declined to return the speaker for evaluation by nellcor puritan bennett. The customer identified that the wires of the speaker were broken and that upon replacing the speaker the unit worked.